Event description:
It was reported that the pump was not vibrating for alerts as expected. Reportedly, the pump's volume settings were set to vibrate for alerts. Customer's blood glucose level was below 70 mg/dl. Tandem technical support made multiple follow ups with customer and was unable to obtain any additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.